Manufacturer narrative:
One (1) photo provided for evaluation; one (1) photo confirms the complaint of broken secondary port. The reported complaint can be confirmed. The probable cause is unknown. A device history lot number review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A lot number was not provided. A device history lot review cannot be performed. D4: only di provided as lot number is unknown. Additional reporter: (B)(6).

Event description:
The event involved a plum burette set where it was reported that the bottom of the pore of the device was cracked when the drug was added. There was patient involvement, there was no patient harm. Solution name was unknown.